Manufacturer narrative:
(B)(4). Batch # 373a35. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse45a device was returned with no apparent damage and with an ecr45w reload not loaded on the device. The reload was received partially fired 1/3. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. Further analysis of the reload showed that the one piece sled was damaged with a leg bent. The damage to the one piece sled has been correlated to the design and could have contributed to the reported event. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the surgery, the device could not fire when severing vascular tissue on the 2th firing. Changed to a new one to complete surgery. There was no patient consequence reported. No additional information can be provided.